Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with multiple external devices.. It is unknown when the ipg was last recharged. Surgical intervention may be pending to address this issue. The event date is unknown.

Event description:
Follow up information identified the patient underwent surgical intervention on 01/20/2016 to remove and replace the ipg which resolved the issue and therapy has resumed.